Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the bad upstream sensor. The readings on the upstream sensor were low, which cause the pump to be more sensitive to upstream occlusion and air-in-line alarms. The upstream sensor was replaced.

Event description:
It was reported that a spectrum pump had a "bad sensor-cal failed". It was also reported that there was no pt injury.